Manufacturer narrative:
(B)(4) is based on the evaluation of the returned sample; 213 is based on the retention samples evaluated. The actual device was returned to the manufacturing facility for evaluation. There were no visual anomalies noted. However, the sample did not meet the leak test specification. The balloon deflated immediately after inflation. An evaluation of retention samples from the reported lot as well as the surrounding lots was conducted. There were no visual anomalies noted during visual inspection and all samples met the leak test specification. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. The user facility reported a similar complaint related to another device from the same product code/lot number combination, also see MDR 1118880-2016-00215. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the tr band device leaked. The following information was provided by the user facility: (1) the balloons leak air in the tr band; (2) the procedure was completed successfully; and (3) the patient had no issue.